Event description:
Customer has described the concern as below - "my user is using 18g needles (B)(6) while using these needles for the last two months. These needles hardly suck any solution and leak very often. It is affecting our work. They have tried other types of needles with the same syringe and other type of needles work fine. Almost all 18g needles (B)(6) are faulty".no patient harm

Manufacturer narrative:
Pr 9338163 - initial MDR with device evaluationit was reported needles hardly suck any solution and leak very often. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an example of a needle assembly and packaging blister top web. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.